Event description:
Ous MDR - oversensing was reported after an implantation time of about 14 months. The lead has been explanted. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered that the insulation of the lead body was massively damaged by squashing, approximately 29 cm distal of the connector pin. This damage manifestation is, with high probability, to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the vcs shock coil is probably due to the explantation process. There were no indications of materials defects or manufacturing errors.